Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that far r-wave oversensing was observed via remote transmission. Further testing was recommended.

Event description:
It was reported that a merlin.net transmission revealed stored episodes of noise reversion and non-sustained rv oversensing. Review of the strips revealed low amplitude, high frequency myopotential noise. Further evaluation was recommended. Noise was reproduced in clinic. Patient was fine and will be monitored.